Event description:
It was originally reported that a patient had a possible problem with their implantable neurostimulator (ins). It was reported that the patient used to recharge every 4-6 weeks, but was now recharging every 9 days. It was stated that the patient was originally told the charge should last 2 months. It was noted that the change in recharging frequency appeared to be ¿more gradual.¿ it was reported that recharging used to take 6-8 hours but now it ¿took up all the power of the recharger (insr) and she also had to plug the insr in to finish charging the implant.¿ the patient stated she usually got 6 coupling bars, but ¿she constantly had to reposition¿, and stated that ¿she even used duct tape to try to maintain coupling.¿ it was reported that the patient could not stand or walk short distance/time without pain at the implant site (hip area). It was stated that the pain had been there for several months. It was reported that the patient has broken out all over her body with a terrible rash that has been there for about 10 days. It was reported that the patient stated she smelled despite good hygiene. It was reported that the patient gained (B)(6) in the last 4 weeks. It was stated that the patient saw a healthcare provider (hcp) who thought ¿the site might be twisted in there¿. The patient later reported on (B)(6) 2014 that both of her health care providers (hcp) agreed that the device needed to be replaced. The patient¿s pain management put in a request on (B)(4) 2014 for device replacement but insurance denied it. It was noted that her medication was denied by her insurance too. The patient has a tremendously high acid content and her body just eats the battery. Her device has been implanted for 7 years which was longer than ¿they¿ expected it to be in. It was getting to the point where she cannot walk. The patient¿s hip hurts so bad where the implant is, ¿this is just getting increasingly worse and it rights where the stimulator is. So I know that¿s what the problem is.¿ the patient stated that this issue started around the end of october. At first the patient thought that she had done something, throw your body out of whack and it was just a little bothersome. It has gotten increasingly worse. It has been increasingly hard to charge too. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 399930, lot # j0455507v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2016, (B)(4)/update, (B)(4): additional information was received from the patient that reported that she was recharging her device more frequently and recharging was painful. According to the manufacturer representative, the implantable neurostimulator was supposed to be depleted by (B)(6) 2015; however, the caller noticed an eri message at the end of (B)(6) 2015. The device was replaced on (B)(6) 2016 as a normal replacement.

Event description:
Additional information was received from the patient that reported that in the past, she was recharging her device more frequently and recharging was painful. The patient was seen by the manufacturer representative in (B)(6) of 2014, and at that time the manufacturer representative told the patient that her implantable neurostimulator would be depleted by (B)(6) 2015. At that time, the patient stated that her implantable neurostimulator was still working and no symptoms were reported. The patient noticed an eri message at the end of (B)(6) of 2015. The device was replaced (B)(6) 2016.